Manufacturer narrative:
The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report.. See 2135147-2009-00080 for the amplatzer torqvue delivery system utilized in this event.

Manufacturer narrative:
The aso was received at aga medical in its original configuration and decontaminated. The dtv45 sheath was not returned. Following decontamination, the device was measured and confirmed to meet dimensional specifications. Examination under magnification revealed four fractured wires on the left atrial (la) disc edge and two fractured wires on the ra disc edge. Additionally, the patch stitching on the la disc was cut in the same area as the wire fractures. Our investigation was unable to replicate the performance described at implant, as the dtv45 was not returned for investigation and medical records or images were not provided for review. The damage to the device likely occurred during surgical removal.

Event description:
According to the information received, difficulty was experienced retracting an 11mm amplatzer septal occluder ("aso") into the 7f amplatzer torqvue delivery system ("itv") sheath. Three physicians attempted retracting the aso; however, it was not possible. An attempt to replace the aso by turning it back into the left atrium (la) still did not achieve the correct position. An amplatzer exchange system was not available, so the sheath was exchanged for an 8f itv. The aso was successfully retrieved in the sheath and was redeployed, however, the aso became loose in the right atrium (ra) and embolized to the right pulmonary artery near the bifurcation of the vein. There was still flow through the artery, however, during snare retrieval, the aso moved and obstructed the artery. The patient then had heart block and was reanimated (heart massage) for an hour. The aso was snared and pulled into the ivc. An ECMO machine was attached and the device was later surgically removed. In 2009, the patient was stable. An update on 15 june 2009 indicated the patient has experienced brain damage, although, the extent is unknown.